Event description:
It was reported by the rep that the (1) lcs15 was used during a laparoscopic splenectomy procedure. It was reported that the surgeon was using the device for dissection and vessel coagulation throughout the procedure. The generator at one point flat lined and then was restored. The case continued with normal intermittent beeps. The device again flat-lined and then beeped intermittently etc., until the surgeon went to coagulate and transect a vessel. The vessel was transected without coagulation. The bleeding caused the surgeon to convert to open. The biomed technician from the hosp was in contact with an ees biomed technician and a system check was run. The device was deemed in working condition . The lcs15 sheath was disposed of and the active blade was retrieved and tested by biomed. The hospital technician described normal intermittent beeps. The generator was checked and deemed normal. The blade is being held by risk management at the hospital.